Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The field service engineer ordered and replaced the camera ethernet cable assembly as well as the poe injector. System logs were acquired and sent to tech support for analysis. System now operating as intended. No further issues at this time. The system then passed the system checkout and was found to be fully functional. The camera ethernet kit and injector was returned to the manufacturer for analysis. Analysis found that the returned cables and connector were all in good condition with no apparent physical damage. They all passed continuity tests with no opens or shorts detected. The returned poe injector was found to be fully functional. No problem found.

Event description:
Medtronic received information regarding an imaging device being used for a cranial resection procedure. The issue was noted intra-perioperatively during instruments verification and had no impact on patient income. The delay in surgery was 10 minutes. It was reported that during a case the system displayed "localizer not connected" when the system was on. It was not sure how long the system had been on when this message appeared. Logged out and back into the software with no resolution. The site did a complete reboot and it resolved the issue. The delay in surgery was 10 min. The representative went to the site and did not see any pinched cables in the middle of the camera arm. The power over ethernet (poe) injector had a green light. The representative could not replicate localizer not connected status issue, however noticed back of the cable where it connects to the camera was bent a little but did not look like cabling was compromised.